Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Left hip revision. Corrosion and complete disassociation of the femoral head and trunnion.

Manufacturer narrative:
An event regarding disassociation and corrosion involving a metal femoral head and an accolade stem was reported. A medical review confirmed disassociation. Altr was confirmed through analysis of the received pathology. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation medical records received and evaluation: a medical review was performed and concluded: "more clinical, radiological (lateral hip x-rays) and retrieval information would be required to understand better the failure mode of the involved accolade stem. As such, no clear failure mode can be established for this event case with altr changes in reaction to the metallic debris of the taper substance loss." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information such more clinical, radiological (lateral hip x-rays!) And return of the device are needed to fully investigate the event. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Left hip revision. Corrosion and complete disassociation of the femoral head and trunnion.